Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer's insulin pump had been running out of insulin because they've been using it more often and the blood glucose value was 490 mg/dl at the time of the incident. The customer treated with manual injections. The customer was not hospitalized. Troubleshooting was performed and the device will be replaced and returned.